Event description:
During a vitrectomy procedure, it was hard to keep the chamber distended. The chamber would become shallow and it was noticed that the pupils then contracted. It was feared that the back of the cornea might make contact with the phaco head. When the chamber is not kept distended, the pupil grows small and the operation becomes very cumbersome and risky.

Manufacturer narrative:
No problem was found when this unit was evaluated. It was returned to the customer.